Manufacturer narrative:
(B)(4). This event represents a device use error as both infusions were reportedly run with the non-dehp solution sets. The packaging of the solution set states, ¿when used with baxter pumps or sigma spectrum infusion system replace/use per directions in respective pump labeling.¿ the spectrum operator¿s manual informs the user that when using sets with rigid polyethylene lined tubing (non-dehp, as in this case), flow rate settings should not exceed 500 ml/hour because doing so may influence flow rate accuracy. The devices were not returned and the lot numbers were unknown; therefore, device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two units of clearlink luer activated valve, non-vented, non-dehp solution sets underinfused. This was identified during two separate patient infusions of etoposide and each infusion was delivered with a spectrum infusion pump. The infusion rates were each set at 660 ml/hour. Reportedly, the nurses added 150ml to each infusion rate in an attempt to have the pump run the infusion in an hour. It was reported that one infusion ran at 1 hour and 12 minutes and the other infusion ran at 1 hour and 40 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.